Event description:
During surgery, it was found upon opening the package that the set screw popped out from the package and it fell onto the non-sterile area. A back up set screw was found to be expired so a new nail kit (different size) was opened and the set screw in that nail package was used. The nurse was aware that the set screw tends to be popped out when opening the package thus he/she was very careful when opening the package but the set screw popped out. The nurse said that the set screw appeared to be stuck between the foam and the blister packs' lid, and that could be the cause.

Manufacturer narrative:
Device will not be returned for evaluation. If additional information is received it will be reported on a supplemental report.